Event description:
40 to 60 minutes after insertion of the iab, blood was observed in the helium tubing. The pump experienced "kinked catheter" and "balloon rupture" alarms. Because of this, the iab was removed and replaced. There were no associated pt complications.